Manufacturer narrative:
Summary of evaluation: the results of the MFR's evaluation suggest that the wear observed is not excessive when implant duration and pt info are taken into account. The implant was revised for other reasons that were unknown and during the procedure the surgeon noted the wear.

Event description:
Upon revision surgery, the tibial insert was found to be worn.